Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 298 mg/dl, and the meter bg reading was "high" mg/dl. Reportedly, due to the inaccuracy, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a bg of 536 mg/dl and diabetic ketoacidosis. While in the ICU, the customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, there was no known permanent damage and the customer was still admitted to the ICU. Multiple attempts were made by tandem technical support to follow-up with the customer on the hospitalization issue, but no response was received. A root cause could not be determined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.